Event description:
Syringes are used to draw up heparin (1:1,000) into syringe then attached to dialysis fistula needle. Fistula needle is then inserted into pt, heparin solution is instilled, and syringe is then removed. With the noted syringes, the syringe luer lock breaks off into the fistula needle, thus making unusable. The needle has to be removed and a new one inserted. The fistula needles are 14-17 g needles.